Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why a small piece of the distal tip is missing could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the white plastic tip to which the ultrasound imaging balloon attaches was missing. Additional information was found such as: damaged ultrasound probe, worn out distal end adhesive, minor crush marks on the insertion tube, and fluid staining was evident in the fibre image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a small piece of the distal tip was missing when using the bronchofibervideoscope. The issue occurred during preparation for use. The unspecified procedure was completed with a similar device. There was no patient harm associated with the event.